Manufacturer narrative:
Physio-control further evaluated the device and observed that the analog pcb assembly caused the energy output to be a positive defibrillation waveform only, and only 167 joules for each energy setting. Physio-control then evaluated the analog pcb assembly and determined that the cause of the reported issue was due to a field effect transistor, designator q19 on the analog pcb assembly that had shorted and kept the circuit from outputting a second, negative waveform. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio-control observed that the device had logged an event code into its memory and that it would only provide a monophasic shock with less than 180 joules. There was no patient use associated with the reported event.